Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) is not working for them. It was further reported that twice the icm did not show any problems when they were having problems. The icm remains in use. No patient complications have been reported as a result of this event.